Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or back light anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed motor error and off no power alert. The customer¿s blood glucose value was unknown. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power alert or replace battery now without a low battery warning. The customer also reported that the belt clip was broke. The insulin pump will be returned for analysis.